Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
Device is switching on automatically and will not turn off. There was no patient involved in this event.

Event description:
Device is switching on automatically and will not turn off. There was no patient involved in this event.

Manufacturer narrative:
The device history records for the sam 300p were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 300p passed ¿out qat from heartsine technologies on the 29th july 2013. The device was returned with the reported fault of ¿switching on automatically and will not power off¿. There were multiple manual powerups mainly of 10-minute duration recorded in the history log which would suggest the device was switching on automatically. Additionally, upon receipt the device could not be powered off via the on/off button. It is unclear how or when the insect entered the device. The device was visually inspected for potential entry points, with no abnormalities observed. It is possible that insect had entered the device through the speaker holes on the upper case however the investigation was unable to confirm this. Information from the device memory suggests the user had been removing the pad-pak to power off the device between the 15th august 2019 and the 17th august 2019. It is therefore likely that the user had become aware of the fault at this time. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with a sam 350p.